Event description:
A hospital in (B)(6) reported that when a clinical nurse opened an rt241 breathing circuit to attach to an mr880 humidifier, she discovered, there was no oxygen adapter attached to the inspiratory tube. This fault was noticed prior to patient use.

Manufacturer narrative:
(B)(4). This device is not sold in the USA but similar to a product which is sold in the USA. The 510 (k) for that product is k073706. The returned circuits were visually inspected. Results: all eight circuit kits had the incorrect dry line packed. Conclusion: production staff have been alerted to ensure that correct parts are packed during the assembly process. (B)(4).